Manufacturer narrative:
Concomitant medical products: 0184 lead, implanted: (B)(6) 2007. Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
Three weeks post implant it was reported that the left ventricular (lv) lead exhibited high thresholds and was not capturing. It was noted that the lead could not be used due to anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.